Event description:
During an in-clinic follow-up, loss of capture and noise that resulted in oversensing were detected on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed dislodgement and twisted material. No intervention has been performed. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported events of lead twisted/bent, failure to capture, and over-sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Event description:
Additional information was received that there was an additional surgery to explant the lead and resolve the event.